Event description:
According to the reporter, during a laparoscopic hernia procedure, the device could not tack on the cooper ligament at the third tacking. The procedure was completed with another device. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument was fully fired and the shaft was bent. The handle was actuated and cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related . However a secondary condition of a misuse of the product was identified but has no relationship to the reported incident. Replication of the bent shaft may occur when excessive forces are applied to the instrument during use. No enhancements or improvements were generated for the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.